Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Insulin pump had absence of vibrate function during self test due to moisture damage at the power connector.

Event description:
The customer reported via phone call that insulin pump received low battery alert. Blood glucose was 120 mg/dl. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.